Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. The caller reported that they have a piece of paper with the name of a technical services agent¿s name and the paper stated that the patient is ¿ineligible for any MRI since leads go into neck and lower skull, one of the leads is malfunctioning. The caller stated that they don¿t know who gave them the piece of paper with the information or when. They indicated that the patient needs an MRI of their back due to worsening pain unrelated to their device/therapy. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2017 product type lead.

Event description:
Additional information was received from the patient. The patient reported that he needed an MRI and a tech found the lead malfunction when hooked up to his device. The patient reported that it was found in 2017 and it still had not been fixed or replaced, nothing had been done. No further complications were reported.